Event description:
The shrink band on the injection site comes loose when swabbing the port with alcohol. This allows the site cap to come off. This occurred in the pharmacy with no known field problems.